Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer will be returned device for analysis

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump alarmed power supply test failed during self-test, trace pointers are invalid, history pointers failed, post-reset ram crc alarm, power error immediately after battery installation due to lithium backup battery was not properly connected to electrical board1. Insulin pump power supply test failed during self-test during self test due to the lithium battery not being fully seated into the electrical board connector. After reconnecting the internal battery connector on electrical board the insulin pump was monitored and is functioned properly.